Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Results: video. A video of the procedure was received. Upon review, it appears that the tissue may have pulled away from the staples in the general area where there may have been some tissue flow. Tissue flow can happen if the staple cartridge selection produces a tissue compression gap that is too large for the tissue. The result is insufficient compression force to retain the tissue securely during firing. There were no indicators of a device and/or staple cartridge malfunction. Additionally it cannot be determine what may have caused the complication experienced based on the video evidence.

Event description:
It was reported that after a gastric bypass procedure on (B)(6) 2013, the patient had to return for a re operation on (B)(6) 2013 due to staple failing. The staples were not formed in the b form. During the initial surgery all looked fine. Post operatively, the staple line on gastric, making the pouch, nearby angle of hiss had failed. The patient is stable.